Manufacturer narrative:
The device passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The bolus wizard feature functions properly during testing. No active insulin anomaly noted when using the bolus wizard feature. The active insulin was listed in the home screen and on the bolus screen. No bolus anomaly noted. The device communicated properly with the guardian 2 link. The test value was properly displayed on the pump screen. The unit also communicated properly with the test blood glucose meter. The test value on the meter was sent to the pump and the pump properly displayed the test value on the pump screen. No pump/guardian 2 link or pump/meter communication anomaly or calibration anomaly noted. The suspend feature functions properly. The device had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a bolus anomaly. The insulin pump did not account for the active insulin. Customer's blood glucose level was 5.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.